Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary y/bowel dysfunction. It was reported that in the mornings they had to take a diuretic for 5-15 minutes at a time to go to the bathroom. Patient stated that after a couple hours they were fine. Agent asked the patient if the situation was the same or worse than before the implant and patient stated that it depends because the first week out it was difficult, they did not have any relief and the second and third week it was good and didn't bother them but as of the last 4 days it had become difficult again. The patient reported that they had a return of symptoms/lost therapy benefit. Patient mentioned that they retain a great deal of fluid and have to stay at home near the bathroom or they would have an accident. The patient was redirected to their healthcare provider(hcp) to further address the issue. Patient had a follow up appointment with hcp on monday.

Event description:
Additional information was received from a healthcare professional(hcp). The hcp reported that the patient experienced urinary retention prior to the device and their retention was not worsened as a result of a deviceor therapy. The hcp reported that catheterization was the patient's 'standard of care' prior to the device. The program adjustment was made and the patient was doing well. The issue was resolved.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.